Manufacturer narrative:
Two photos and two physical samples were received by our quality team for evaluation. The photos show a brown material on the stopper; therefore, the reported incident could be verified. However, when the physical samples were received, the brown matter could not be found so further testing could not be completed. A device history record could not be evaluated as the lot number is unknown. Based on our quality team's investigation, a root cause could not be determined as the brown matter could not be tested. A review was still completed of the 5ml manufacturing line and the stopper process; however, no material was found that could be detached or that is similar to what the customer reported. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe had foreign matter. The following information was provided by the initial reporter: it was reported by the customer that some of the syringes have a foreign body in them. Verbatim: rcc received a complaint via email. Email(s) attached dear partner, xx, xx received a product quality complaint related to product(s) manufactured at your facility. Based on the complaint information provided within this email notification, please review the below quality records and any applicable retain samples, to support the ongoing investigation. Please complete the below checklist and provide investigation details within 15 days. If additional time is needed to perform the investigation, please provide justification for extension and estimated completion date. Complaint number(s): (B)(4). Product sku: 153245 dnqsyringe 5ml ll bns product lot number: 304656 complaint details: ¿some of the syringes have a foreign body in them, per customer- "I would like to express the severity of this as this was headed into someone¿s spine". Additional information provided: 1. Kindly provide the date of event. According to the customer on (B)(6) 2025, some of the syringes have a foreign body in them. The doctor was going to inject pain medications into someone¿s spine. There was no patient involvement however. A sample is available for evaluation. 2. Kindly provide the bd material number and batch/lot number of the product. The provided lot #304656 is not found. Sorry that is lot in our DHR records no other lots available. 3. Please provide the address of the facility for us to ship the return label? Sample is available with me as advised in first initial email. (B)(6) three lakes dr northfield il 60093 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm